Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release, and correct cable and adapter was part of the kit pack and there was no indication that the product did not meet specifications. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion. As a result, the customer experienced unspecified symptoms of hyperglycemia, including elevated blood pressure, feeling unwell, and confusion. Furthermore, the customer initially had very low blood sugar (around 2 mmol/l), and a non-healthcare professional administered a large amount of honey. After an unspecified amount of time, emergency services were called, and the healthcare professional measured approximately 28 mmol/l and administered toujeo (long-acting insulin glargine) and fiasp (fast-acting insulin aspart). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Reader did not power on with button depression and test strip insertion. However, reader powered on with usb cable insertion. Visual inspection was performed on the returned power adapter and no issues were observed. Load tester was used to test returned power adapter and voltage was observed to be within specification. Power adapter passed testing. Visually inspected the usb charger and charging cable and no issues were observed. No opens or shorts were observed. Usb charger charging cable passed testing. The returned reader was further investigated and de-cased and visual inspection was performed. Liquid contamination was observed. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. Issue is not confirmed to use due to liquid contamination. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion. As a result, the customer experienced unspecified symptoms of hyperglycemia, including elevated blood pressure, feeling unwell, and confusion. Furthermore, the customer initially had very low blood sugar (around 2 mmol/l), and a non-healthcare professional administered a large amount of honey. After an unspecified amount of time, emergency services were called, and the healthcare professional measured approximately 28 mmol/l and administered toujeo (long-acting insulin glargine) and fiasp (fast-acting insulin aspart). There was no report of death or permanent impairment associated with this event.